Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was returned with one set screw mark noted on each terminal. Tissue was observed entwined in the helix and blood and body fluid was seen in the lead lumen. Further visual inspection noted cut and puncture holes in the insulation along with the lead's poly insulation slightly twisted in a few locations. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis confirmed the field allegation of dislodgement due to twiddler's syndrome.

Event description:
Boston scientific received information that the patient had dislodged the right atrial (ra) and right ventricular (rv) leads due to twiddler's syndrome. The leads were explanted and new leads were successfully implanted. The patient was noted to be in complete heart block. No additional adverse patient effects were reported.